Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the tubing from the active exhalation control module to the porting block was found to be disconnected. The tubing was reconnected to address the issue. During evaluation, the device failed a step during testing. The device's sensor board was replaced to address the issue.